Event description:
It was reported that after coupling/communication and recharging issues the patient received a non-rechargeable device on (B)(6) 2011. The patient was satisfied.

Manufacturer narrative:
Lead model 3778 lot # v035173010, implanted: (B)(6) 2008, explanted: unk, lead model 3778, lot #, (B)(4), implanted: (B)(6) 2008, explanted: unk, patient programmer model 37743, (B)(4), implanted: na, explanted: na, recharger model 37752, (B)(4), implanted: na, explanted: na. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.